Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the reported malfunction. The cse replaced the breath delivery printed circuit board (pcb), uploaded the current software revision, which resolved the issue. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications.(B)(4)

Event description:
It was reported that an 840 ventilator became inoperable. There was no patient involvement.